Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was 600 mg/dl. The customer had diabetic ketoacidosis as well as respiratory failure. The customer expressed not feeling well and feeling ill prior to the hospitalization. The customer was treated with an IV drip at the hospital. Troubleshooting was done. The customer confirmed that the cannula on the infusion set was straight. The customer stated that the letters on her insulin pump have rubbed off and that she was unable to see what she should be pressing. The customer expressed that she felt blind. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.